Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection the drip chamber was observed to be separated from the burette. The reported problem was verified. The cause of the problem was due to inconsistent solvent application during manufacturing. A CAPA is open to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set containing saline disconnected from the drip chamber. This occurred after it was used with a patient. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.